Event description:
It was reported to boston scientific corporation that during use of a cre balloon device in 2008, the tip of the balloon was bent (adult patient; gender, age, and weight are unknown). According to the complainant the procedure was completed with another cre balloon device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be ok.

Manufacturer narrative:
No consequences or impact to the patient. Damage internal/external evaluation of the returned device revealed that the device packaging was returned with the product label attached, the balloon profile appeared nominal, and no visible damage to the distal tip was observed; the reported malfunction is not confirmed.